Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 940970,940870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, hypotension, female pelvic peritoneal adhesions, back pain and cramp in lower abdomen. Concurrent conditions included allergic reaction to analgesics, human chorionic gonadotropin negative, menorrhagia, lower abdominal pain, vaginal bleeding, dysuria, dyspnea, chest pain and upper abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and sulfamethoxazole;trimethoprim (mortin) for pain as well as alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), fluorescein sodium (fluoresceine) and testosterone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with bilateral salpingectomy and lysis of adhesions,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, pelvic pain, tooth loss and urinary tract disorder to be related to essure. The reporter commented: r- ostia viewed and essure placed with 3 coils visible. L-ostia no coils noted after deployment. Complications: unsure if left essure did not deploy or if it was deployed too deep. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: placement of the essure devices bilaterally impression: per mr. Satisfactory position of the essure devices. Mid to distal fallopian tubes are non visualized and there is no free spill of the peritoneal cavity. Incidental note of synechia at the left uterine cornu. Normal post void image of the pelvis. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 940970,940870-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, hypotension, female pelvic peritoneal adhesions, back pain and cramp in lower abdomen. Concurrent conditions included allergic reaction to analgesics, human chorionic gonadotropin negative, menorrhagia, lower abdominal pain, vaginal bleeding, dysuria, dyspnea, chest pain and upper abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and sulfamethoxazole;trimethoprim (mortin) for pain as well as alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), fluorescein and testosterone (testim). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with bilateral salpingectomy and lysis of adhesions,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, pelvic pain, tooth loss and urinary tract disorder to be related to essure. The reporter commented: r- ostia viewed and essure placed with 3 coils visible. L-ostia no coils noted after deployment. Complications: unsure if left essure did not deploy or if it was deployed too deep .. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: placement of the essure devices bilaterally impression:per mr 1. Satisfactory position of the essure devices. Mid to distal fallopian tubes are non visualized and there is no free spill of the peritoneal cavity. 2. Incidental note of synechia at the left uterine cornu. 3. Normal post void image of the pelvis. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: pelvic pain, lot number 940870 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.